Event description:
It was reported via clinical affairs that a (B)(6) male patient with a previously implanted edwards aortic bioprosthetic valve presented with mild perivalvular leak and moderate central leak of the valve after an implant duration of approximately 9 years. The patient underwent an implant of a transcatheter aortic bioprosthetic valve within the subject regurgitant device, valve in valve procedure. Case summary indicates no complication, as the patient left the room in stable condition.

Manufacturer narrative:
Additional manufacturer narrative: report is submitted to update the device model and serial numbers. No new information regarding this event.

Manufacturer narrative:
Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Regurgitation of bioprosthetic valves can be a manifestation of structural valve deterioration or non structural dysfunction and is generally dependent on both patient factors and intrinsic properties of the valves itself. Without return of device (remains implanted), the nature of the reported failure cannot be identified or evaluated. No information to suggest a device quality deficiency that may have caused or contributed to this event. No further action is required at this time.